Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and was unable to recreate the reported issue. No repairs were required, and the table was returned to service. The table is not under steris service agreement; the user facility's third-party service provider is responsible for all maintenance activities. The table was installed in 1994 making it approximately 26 years old at the time of the reported event; the 3080 sp table has a stated useful life of 10 years. No additional issues have been reported.

Event description:
The user facility reported that their 3080 sp surgical table began to drift downwards without command during a patient procedure resulting in a procedure delay. The patient was transferred to a different table and the procedure was completed successfully. No report of injury.